Event description:
A discordant, falsely low urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The patient sample was repeated on the same system, which also resulted low. The same sample was tested on an alternate system, resulting higher. A new sample from the same patient was tested on an alternate instrument, which also resulted higher. The new sample result obtained from the alternate system was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The hsc determined that the system data is consistent with a specimen integrity issue with a single sample. The cause of the discordant urea nitrogen result is unknown. The customer successfully tested a new patient sample, which was within the acceptable range. The instrument is performing within specifications. Further evaluation of the device is not required.